Event description:
Customer reported the system is displaying an intermittent pre-charge error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger pcb. System operates as intended.